Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 28 staples remaining in the cover block indicating at least 7 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into simulated skin pad. The 4th staple did not form fully in the skin pad. The 5th staple jammed the entirely. The sample was disassembled to inspect the internal components. It was found that the cover block was broken and partially detached from the trigger which prevented the staples from forming properly. It could not be determined how or when the cover block became partially detached from the trigger. The manufacturing site was consulted. The manufacturing site indicated that this defect could be easily caught during the manufacturing process. A proper assembly of the frame cannot be possible if the cover block is detached at that moment, therefore while performing the frame assembly (which is after the cover block assembly station), the manufacturing personnel could have caught the detached cover block. If by some reason, the incorrect assembly of the cover block and frame was not caught in the stations mentioned before, it would be caught during the firing test. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The sample was returned with the cover block broken and partially detached from the trigger. This prevented the staples from forming properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. The manufacturing site was consulted and indicated that this issue would have been caught during the manufacturing process. It could not be determined how or when the cover block partially detached from the trigger. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4).